Event description:
An ophthalmic surgeon reported that during cataract surgery, a system message displayed and would not clear. The procedure was converted to an extracapsular cataract extraction (ecce) and was completed with no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).